Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient was found to have an infected left ventricular (lv) lead. A culture was taken of the pocket on an unknown date and the results are unknown. The lv lead was explanted on (B)(6) 2021 and the infection was treated with antibiotics. No patient consequences were reported.